Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 12 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, during preparation of the device when the protective sheath was removed from the stent, the physician felt resistance and noticed that a part of the stent strut got lifted. The procedure was completed with a different device. There were no patient complications reported.